Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced an epidural hematoma during a permanent implant procedure on (B)(6) 2019. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the hematoma was evacuated. The issue was resolved.